Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 500 ml. Flow rate: 4ml/hr. Procedure: unk. Cathplace: unk. The pump was attached to an arrow catheter. Bolus button was pushed down and got stuck. Troubleshooting was done by rn who detached the pump. Bolus button popped back up. When the bolus button was pushed once more, the button got stuck and would not pop back up. Pump was changed with a new one.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Product pending receipt. Conclusions: a f/u report will be filed when investigation was been completed. I-flow provides "warnings" on its on-q with ondemand dfu which states the following: warnings: if the button does not pop back up within 30 minutes, check position of orange refill indicator: if indicator is in the lowermost position, close clamp. If button pops back within 10 minutes, open clamp and continue with infusion. If button remains stuck, it may result in a significant increase in flow rate to pt. Keep the clamp closed. Pump should be replaced if appropriate, or if indicator remains in the uppermost position, something may be impending the flow. Check for tubing kinks. Closed clamp or patency of connected devices such as catheter or unvented filter (verify patency) according to your standard protocol.